Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-01346. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The initial procedure occurred in 2007. The physician implanted a taxus express2 3.0x20mm drug eluting stent to the severely calcified lesion located in the proximal left anterior descending (lad) artery. The lesion was predilated with a non bsc 2.5x15mm balloon. After deployment the physician noted that the proximal side of the stent was indented. Post dilatation was then performed with the delivery balloon, three times at 16 atms, but the indentation remained. A taxus express2 3.5x20mm drug eluting stent was then placed in the proximal left circumflex (cx) artery. This lesion was pre-dilated with a non bsc 2.5x15mm balloon. The "kissing balloon" technique was performed in the proximal lad and the proximal left cx. Aspirin and pletaal were prescribed for the pt 1 week prior to this procedure and post procedure. Two days post procedure the pt experienced cardiopulmonary arrest and was pronounced dead upon arrival at the emergency department. No treatment was provided and an autopsy was not performed. Cause of death is unk.